Event description:
It was reported that the patient presented at the clinic for device interrogation, where it was discovered that their right ventricular (rv) lead showed variable r-wave amplitude and a high capture threshold. The rv lead was found to be dislodged. The rv lead was explanted and successfully replaced. The patient was stable.